Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 31 and deactivation occurred at pulse 41. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. A rotational sensor error was observed in the download data but no alarms. The device was reset, connected to a pdm and delivered a 5-unit bolus. The device deployed during the reset run. A rotational sensor error was present in the reset data. Under magnification, score marks were found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that the score marks contributed to the reported symptom.